Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (b)64).

Event description:
The customer received questionable hemoglobin results for two patient samples. Sample 1 result was 111 g/l and the result from the laboratory from a separate sample was 136 g/l. On (B)(6) 2016, sample 2 result was 63.5 g/l and the result from the laboratory from a separate sample was 145 g/l. This patient was female. The erroneous results were seen by the healthcare provider. The patients were not adversely affected. The reagent lot number and expiration date were requested but were not provided. The customer confirmed the qc passed and the analyzer was working fine. The customer suspects a sample issue and thought the nurses may have had a few samples to run and put these samples to one side and went off to do something else. She suspected they did not mix the samples properly when they picked them up to run.

Manufacturer narrative:
Further investigation found the most likely root cause for the issue was preanalytical. A system related issue was possible but was not indicated. Based on the provided information, sample 1 was likely a non-homogenized sample possibly due to sedimentation which could have been the root cause. For sample 2, it was assumed that a clot in the sample was the root cause.